Event description:
Sensing problems, missing hardware, and cracked cover reported. Additional information received reports patient went into a polymorphic vt and was defibrillated. The patient outcome was okay.